Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon examination of the device, physio observed that the unit would not defibrillate and continued to give a "connect cable" message.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio opened the unit in order to perform a visual examination and to ensure that all the cables/connections were seated properly and did not observe any discrepancies. Upon completion of this, physio could no longer duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be conclusively determined.